Manufacturer narrative:
Continuation of d10: product ID: 977a260 lot# serial# (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2026, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 25-apr-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding an internal device. It was reported that there was a lead migration and high impedance values greater than 20,000 on contact 11 and 15, which were observed on the day of surgery. A device revision was performed and the lead was replaced. The product was explanted. No patient complications have been reported as a result of this event. The issue was resolved. The rep acknowledged they would submit any new info they became aware of. No symptoms were reported.